Manufacturer narrative:
The device has not been received for evaluation. Upon receipt and evaluation completion a supplemental MDR will be submitted.

Event description:
Per the information provided, close to the end of the procedure on the hamstring, the microtip was lifted out of the incision site of the patient so that the doctor could get an ultrasound picture of the hamstring. The tip of the device had broken off in the patient. It was at skin level and was easily removed by hand. All of the tip was recovered. There was no injury due to the failure and the procedure was completed without any injury.

Manufacturer narrative:
Severe damage was observed upon initial evaluation of the device. Both needle and sheath were separated from the handpiece. Exit point (crack/tear) of the sheath can be observed on the case nose. Needle broke along the perpendicular plane of the sheath flat indicating that the pivot point for both the needle and sheath damage was identical. It appears that the handpiece was leveraged at the pivot point in dense tissue which caused catastrophic stresses on the case nose, sheath, and needle simultaneously. Testing could not be conducted due to the state in which the device was received. Damage is inconsistent with normal use conditions. Attribute all damage to improper technique. It is unknown if hard tissue contact was a contributing factor, however leveraging in soft tissue with fixed structures providing opposing force is likely.

Event description:
Per the information provided, close to the end of the procedure on the hamstring, the microtip was lifted out of the incision site of the patient so that the doctor could get an ultrasound picture of the hamstring. The tip of the device had broken off in the patient. It was at skin level and was easily removed by hand. All of the tip was recovered. There was no injury due to the failure and the procedure was completed without any injury.